Event description:
When they start with the infusion the pt feel pain from the area 3 cm above the insertion place. When they make an inspection of the arm its swollen. They decide to take it out. When they make an inspection of the catheter they can see a leakage 3 cm above the insertion place. At the moment when they observed the problem an infusion of anthracyclines why they had to put in an pvk and inject antidote for three days.

Manufacturer narrative:
The MFR has rec'd the sample and will be evaluated. Results are expected soon.